Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer reported that the device had experienced touchscreen failure and a surging fan. The customer troubleshot with tech support over the phone. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer replaced the power management (pm) printed circuit board assembly (pcba), but the issue still remained. The customer then replaced the touchscreen and discovered that the fan surges were caused by a depleted backup battery.